Event description:
As stent - 2.5 mm x 23 mm xience - was advanced through guideliner, the stent itself was stripped back onto the balloon shaft, stent was removed from body without any complication. Same size stent was inserted via the same guideliner without any complication.